Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the hospital on (B)(6) 2021 with their implantable cardioverter defibrillator in backup vvi mode. It is believed that the device went into backup vvi due to a glitch where two commands were requested at the same time from the remote transmitter. The device was successfully restored with no consequences. The patient was stable throughout.